Event description:
Reporter indicated that during an initial vns therapy system implant surgery, the surgeon had trouble implanting the lead because the electrodes were not staying on the nerve. The surgeon also reported that he had manipulated the lead too much and chose to implant a new lead. The lead was returned to manufacturer for analysis. Product analysis on the returned lead portions revealed the closest electrode bifurcation was damaged showing bends in the electrode ribbon and partial detachment from the silicone helix. The likely cause of the damaged electrode is the force exerted during manipulation of the helix.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.